Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Examination of the returned device finds the smaller post is fractured. The fractured post/balseal was not returned for evaluation.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device finds the instrument is broken. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.